Event description:
The customer contacted physio-control to report that their device electrodes were connected but no waveform would display. The customer reported that though they tried a second set of pads (electrodes), there was still no waveform. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Physio-control evaluated the device with the returned customer cables, and the reported issue could not be duplicated, however the testing showed that the customer's quik-combo therapy cable is seven years old and has a loose pin contact which may have contributed to the reported failure. It was recommended that the cables be replaced. The device passed functional and performance testing and was returned to the customer. Though it is possible that the therapy cable contributed, the root cause could not be determined conclusively.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device electrodes were connected but no waveform would display. The customer reported that though they tried a second set of pads (electrodes), there was still no waveform. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.